Manufacturer narrative:
The customer was sent replacement parts as she indicated that she had not cleaned her parts since she started using her pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
On (B)(6) 2016, the customer reported to customer service that she had low suction with her freestyle breast pump and she was diagnosed with mastitis, for which she was prescribed an antibiotic a week ago. The customer stated that her mastitis is resolved at this time.